Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 400 mg/dl at the time of incident and treated with insulin. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. The customer was advised that the pump would be replaced as it was found that the pump motor may have shifted. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with severely scratched display window, cracked reservoir tube lip and missing the end cap sticker.